Event description:
The customer reported a power issue due to the battery popping out. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The symptom was verified and resolved by repairing the battery latch. The device passed all performance assurance tests and remained at the customer site. Philips concluded that this was a malfunction of the battery latch.